Manufacturer narrative:
The evaluation of the device revealed that the failure was isolated to the main pcb and the speaker.

Event description:
The unit did not provide an audio tone during p.o.s.t. (Power-on-self-test). There was no pt harm.